Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the main mini tray was failed. A field service engineer replaced mini tray to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a mini tray failed. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.